Manufacturer narrative:
(B)(4). The peritonitis occurred on an unreported date in (B)(6) 2016. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. On an unreported date, the same month as receipt of this report the patient was hospitalized for two other indications. While hospitalized the patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was treated with unspecified antibiotics. The patient was discharged eight days prior to receipt of this report with a plan of ¿self antibiotics therapy for peritonitis¿ to use until five days after receipt of this report. At the time of this report the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.